Event description:
It was reported that distal tip detachment occurred. A 182cm j (5pk) choice guidewire was used in a right heart catherization procedure. However, it was noted that the radiopaque portion of the wire broke off. The detached portion was successfully snared and removed from the patient. No patient complications were reported.